Event description:
Customer called to report that this item burst on an employee and contents got in eyes. Eyes were flushed; no adverse outcome.

Manufacturer narrative:
As no samples were provided to date, the exact cause of the difficulties encountered cannot be determined. Under routine production, a sampling of these units is tested for pouch integrity and the production run is not released until all aspects of product quality meet product specifications. Although great effort is taken in ensuring that all units function as designed, at times one may fail to meet performance expectations for a certain reason. In those instances, it is vital to the investigation that the product sample be available for examination and testing in order to determine the root cause. Unfortunately, in this situation that is not the case. The device history record (DHR) for the lot reported was investigated and no issues were documented during MFR. We will continue to monitor for other similar complaints and utilize the info as part of continuous improvement.